Event description:
The patient's explanting physician reported left side rupture confirmed with an ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken-on radius assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: ¿ observed 40 mm dark patch edge material inside gel device.

Event description:
Healthcare professional reported left side rupture confirmed with an ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued h.6 health effect impact codes: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Photo device evaluation: "visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.